Manufacturer narrative:
The material was not returned for analysis, as it was consumed in the procedure. The reported event could not be confirmed. The cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-00361.

Event description:
Medtronic received information that during the onyx embolization of a small, right parietal lobe arteriovenous malformation (avm). The patient was reported to have experienced vessel spasm, which immediately resolved with cardene. The vessel spasm was not caused by a specific device. Cardene was reported to have given prophylactic. The vessel spasm was related to the procedure, with no relationship to the device. The apollo microcatheter was also reported to have ruptured during the procedure. There was no adverse consequence to the patient, as a result of the device rupture. The patient woke up and was discharged one day post intervention at baseline condition.

Manufacturer narrative:
Foreign body reaction MDR related to this event: 2029214-2016-00361, 2029214-2016-00362.

Event description:
Medtronic received additional information: the apollo catheter was flushed with 0.25cc of dmso. 0.5 cc of onyx was injected into the avm and the catheter was removed. Prior to removal, a rupture of the microcatheter was noticed with additional reflux to the proximal marker and a small piece of onyx was identified in a distal branch of the right middle cerebral artery (mca) and another smaller piece in the more proximal anterior communicating artery (aca) are pedicle. The tip of the catheter was noticed to have detached. All the devices were removed and the patient was transferred to the recovery room neurologically intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.